Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the initial heartmate 3 implant, a section of the outer layer of the bend relief was peeled back. Image was attached. The bend relief remained structurally intact. No additional actions were performed. It was said during implant, before closing chest, the surgical fellow asked about the bend relief. It appeared that outer layer of bend relief had peeled back. It remained structurally intact. There was some manipulation to the area while drying up. Surgeon left as is and closed the patient's chest.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outflow graft bend relief was confirmed via the submitted image. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted image showed that a portion of the outer layer of the outflow graft bend relief had peeled away, revealing the structural portion of the bend relief. The structural portion of the bend relief appeared unremarkable. The bend relief was noted to be perforated. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 5 of the IFU, ¿surgical procedures¿, contains instructions for unpacking the sealed outflow graft and preparing the sealed outflow graft. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the available device history records for outflow graft with bend relief, lot number 10982706. Showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.